Event description:
It was reported, while using bd alaris pump module smartsite infusion set. The tubing bulged. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: rcc received, a complaint via phone. Pir(s) attached. Material no.: 2420-0500, lot#: unknown. Customer called and stated, that there have been 4 incidents, since january 2023, where bubbles have formed inside the tubing, while infusing a patient. No adverse events. Latest incident happened on (B)(6).

Manufacturer narrative:
H6: investigation summary: no product or photo was returned, by the customer. The customer complaint that there was ballooning in the silicone segment could not be verified, due to the product not being returned for failure investigation. A device history record review could not be performed, because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed. And a root cause could not be determined.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing bulged. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: rcc received a complaint via phone. Pir(s) attached. Material no.: 2420-0500 lot: unknown. Customer called and stated that there have been 4 incidents since (B)(6) 2023 where bubbles have formed inside the tubing while infusing a patient. No adverse events. Latest incident happened on (B)(6) 2023.